Manufacturer narrative:
Based on the information provided to st. Jude medical and the investigation performed, the root cause of the reported cancellation could not be conclusively determined as no abnormalities were identified. The returned product functioned as intended during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
Prior to the start of the procedure, after the patient had been prepped, the ep4 stimulator was not communicating with the system. The procedure was discontinued due to this issue.